Event description:
On (B)(6) 2009, pt reported her up/down buttons are not working. She stated this started a few weeks ago when she was trying to bolus and both buttons would not respond. Pt reported she would just keep pushing them and they would work. Pt stated that there was a little rubber damage to the up/down buttons. On f/u call on (B)(6) 2009, pt reported when she pressed the up/down buttons, they did not stick and came right back up. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.